Manufacturer narrative:
Philips service performed remote troubleshooting, and the system is under observation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the machine locks during operation, with an error indicating rotor/anode defect on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.